Event description:
Pt underwent acl reconstruction with a cadaver graft. Pt did well initially, but then developed pain, erythema, swelling and a low-grade fever of 100.5 degrees. Pt presented to ed on the weekend and aspiration was attempted but unsuccessful. Pt was started on a course of duricef at that time. Pt was seen by orthopedic surgeon 2 days later and an arthrocentesis was done. The results were consistent with a septic arthritis. An irrigation and debridement was performed semi-urgently. During the procedure, the acl was noted to be intact, but some of the fibers seemed to have undergone degeneration. There was no evidence of cartilage damage. The culture result showed a light growth of methicillin sensitive staph aureus. Pt was also seen by an infectious disease physician who thought the culture may be negative because of antibiotic use. He recommended a 6 week course of rocephin with followup. Followup with the manufacturer showed that all donor cultures were negative. All tissue pre and post processing cultures were without growth and with negative serologies. No incidents were reported on 5 other grafts from the same donor.